Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the patient had developed an infection due to erosion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17372. It was reported that the patient presented in the operating room for removal of the pacemaker and leads. The patient's pacemaker was eroded and the patient had wound dehiscence. Further inspection of the pocket noted serosanguinous drainage. Physician said drainage was noted copiously upon explant of system. The patient was stable post procedure.